Event description:
It was reported that an external blood leak was observed from the y connector of a prismaflex m100 set two (2) hours after the start of continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.